Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying a battery indicator. The patient was not available for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 in the morning the alleged issue first occurred. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported on (B)(6) 2014 at 3 pm she had her usual dose of medication. The patient reported on an unknown date at 3:30 pm she became ¿hypoglycemic¿. The patient did not specify what specific symptoms developed. The patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the meter¿s battery did not need to be replaced. The cca also noted there was no misuse of the product and this was not the first time the subject meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test his blood sugar due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.